Event description:
The customer reported that there was zipper damage to the side panel but, couldn't specify what type of damage. There was no pt injury or incident reported. Inspection shows that on panel a the zipper slider body is open.

Manufacturer narrative:
(B) (4).zipper damage. Eval results: eval of the returned product found that on panel side a, the zipper slider body is open. (B) (4).